Event description:
On 01-jun-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 636 mg/dl, resulting in diabetic ketoacidosis (dka) and emergency room treatment. The user was treated with insulin and IV fluids and released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring emergency medical treatment while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring insulin therapy and fluid replacement and is consistent with the reported emergency room treatment. Engineering review confirmed that bg run expired following prolonged absence of cgm data and no replacement sensor was connected before the event. The user subsequently relied on secondary blood glucose meters, one of which reportedly displayed values within range, while a second meter later measured a blood glucose value of 435 mg/dl after symptoms of hyperglycemia developed. Upon arrival to the emergency department, the user's blood glucose was measured at 636 mg/dl and the user was diagnosed with dka. The user reported vomiting, nausea, frequent urination, dry mouth, and headache. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. Review of device history also identified battery depletion events on 22-may-2026 and 25-may-2026; however, these occurred following expected battery discharge and did not represent device malfunction. The ilet was delivering requested insulin and responding appropriately to available cgm glucose values. Based on available information, the event is attributed to interruption of automated insulin therapy following expiration of the cgm sensor and failure to connect a replacement sensor prior to bg run expiration. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.